Manufacturer narrative:
Per issue, pt recently started taking zoloft. (This was the only noted change in the pt's diet). Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value. Inratio precision data provided by end-user lot: date: (B)(6) 2011; 1st inr = 4.0; 2nd inr = 2.0; 3rd inr = 3.8; 4th inr = 2.8; mean = 3.15; sd = 0.93; %cv = 29.5. Since % cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is required. Analysis of the client's data from repeated inratio tests revealed that test result comparison did not meet precision criteria. No strip lot information was available. No product was expected to be returned. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011; inratio: 4.0; retest #1 inratio: 2.0; retest #2 inratio: 3.8; retest #3 inratio: 2.8. Target therapeutic range is 2.0-3.0.